Manufacturer narrative:
Concomitant medical product: 5076-45, lead, implanted: (B)(4) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent undersensing on non-sustained episodes. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.